Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent, there was blood in/on the lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that due to the patient's anatomy the lead was not implanted. The lead was not used. No patient complications have been reported as a result of this event.